Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, missing reservoir tube o-ring, broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir tube lip was completely broken off and reservoir could not stay in place. Customer does not know how damage occurred. Customer's blood glucose was 500 mg/dl. Customer was advised that insulin pump would need to be replaced.